Event description:
It was reported that the patient experienced intermittent stimulation, and stimulation in the wrong location. The patient felt the stimulation mostly on his left side and it was covering his pain on the left when he increased stimulation on either channel 1 or 2. There was no accident or incident related to this complaint. Movement did cause stimulation changes. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.